Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Reporter¿s complete mailing address was not provided. Reporter¿s phone number was not provided. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was observed that while cutting the distal femur, the dial on the battery oscillator device used to hold the blade began to loosen and then the blade came off. It was reported that when the cut was made to the anterior femur, the user held the part to hold the blade. The blade was attached again, however the dial came off of the device and fell onto the operating table. It was noted that the sales rep found that the ratchet mechanism wasn't working at all. It was reported that there was a thirty minute delay to the surgical procedure and the procedure was completed with a spare device. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the device had a loose knob and the device failed testing of the saw blade clamping mechanism. Therefore, the reported condition was confirmed. The failure associated with the loose knob is covered under a CAPA. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. The assignable root cause was determined to be due to component failure and device design.